Manufacturer narrative:
The whole shaft has become detached from valve assembly. There is no other visible damage to the instrument. Cardinal health rep (who owns the instrument and was present during procedure) reported that pt was very large and dr had to use considerable force to make entrance. They believe this was the cause of the breakage. Condition of this instrument is consistent with damage caused by mechanical overload.